Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra ) lead was found to have over-sensing of noise. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.